Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the cause of the limb ischemia was calcified vessel patient condition related. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device has not been received by the manufacturer for investigation. Should any new information be returned, a supplemental report will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 62-year-old male presented with ami/cgs. The patient received hemodynamic support from an impella cp during a CABG procedure. Limb ischemia has been noted below the impella access site, requiring device removal, cut down, repair, thrombectomy, and fasciotomy. An impella 5.5 for increased hemodynamic support successfully been inserted. The patient has been stable afterwards.